Manufacturer narrative:
(B)(4). Additional information: was there any torquing or twisting? No. Were there any unusual noises heard? No. Was the clip fully advanced into the jaws prior to firing? Yes. Did the clip fall into the patient? No. The analysis results of the device found that it was received in good visual condition. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the 4th clip ejected after the device was fired on the cystic duct at the 3rd firing. The device could be fired properly at the 1st and the 2nd firings. Another device was used to complete the case. There were no adverse consequences to the patient.